Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8080269. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing, no abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Based on sample investigation, the leakage could not be confirmed.

Event description:
It was reported that the intima-ii y18gax1.16in prn/ec slm experienced leakage at septum during use. The following information was provided by the initial reporter: the nurse used this needle when she rescued the patient. Just after the successful puncture, found blood oozing at the isolation plug.(septum) the department and the equipment department are very dissatisfied.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y18gax1.16in prn/ec slm experienced leakage at septum during use. The following information was provided by the initial reporter: the nurse used this needle when she rescued the patient. Just after the successful puncture, found blood oozing at the isolation plug (septum). The department and the equipment department are very dissatisfied.